Event description:
It was reported that this right ventricular (rv) lead gradually exhibited increasing shock impedance measurements over the past year, around the 100 and 130 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.